Manufacturer narrative:
(B)(4). The insulin pump p-cap test reservoir locks in place properly. Insulin pump passed displacement test and active current measurement. However, the insulin pump failed the sleep current measurement and self test due to j6 connector resistance issue and broken trace at keypad assembly. Multiple pump error confirmed in history file. The pump was monitored for 24 hours, no device heating anomaly noted. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had power error. Customer was able to successfully clear the alarm. Customer was able to complete the insulin pump rewind. Customer reported that the insulin pump was overheating. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.